Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan alleging the meter "does not power on." The issue was not resolved with troubleshooting. The patient did not experience any symptoms or seek any medical attention because of the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing, no faults were found, and functioned properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.